Manufacturer narrative:
Return requested for suspect battery and computer. Replacement battery lead acid 24v 34w shipped to site 06/10/2016. No parts have been received by manufacturer for analysis. On 06/12/2016 a medtronic representative performed a navigation system check-out, all areas passed. Replaced the battery, re-booted the system and normal function was restored. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative received a report from a site that, while in a cranial procedure, their navigation system unexpectedly re-booted in cranial software. The navigation system became unresponsive during navigation. The surgeon opted to continue and completed the procedure with the use of the navigation system with no further issues. Delay in therapy was less than one hour. There was no impact on patient outcome.